Manufacturer narrative:
(B)(4). Uncut washer - blemished. Information provided by the surgeon on (B)(4) 2011: the patient is currently taking steroids and suffers from chronic obstructive pulmonary disease and doesn't get good oxygenization to the blood. She didn't want to chance it so she elected to perform a temporary ileostomy that will be reversed. Her assistant fired the device; however, surgeon prepared the device and tissue for the anastomosis. She recalls that they were dialed about 2/3 to 3/4 into the green range. She recalls hearing the crunch from the device when it was fired. She observed staples and stated that the rectal staples looked good but there were small openings. Because of the patient's history and potential inability to heal well, she elected to perform a temporary ileostomy as opposed to performing another anastomosis even though there was an adequate amount of tissue for another anastomosis. Information provided by the surgeon on (B)(4) 2011: she indicated that the patient had a colostomy and she was attempting to reverse it during this procedure. He was a (B)(6) male, former 3 packs per day smoker and in (B)(6) had suffered a perforated diverticulitis. He quit smoking 3 years ago when he had a trans-tracheostomy. He suffered from copd and was on chronic steroids. Following this colostomy reversal attempt, the patient suffered a bowel obstruction and he dehisced his wound secondary to his copd and steroid use. He subsequently was unable to heal or be weaned from the ventilator and the family elected to discontinue treatment. He has since expired but surgeon does not believe his death or complications had anything to do with the difficulty with the device. The analysis results found that the device arrived in good visual condition and with several staples protruding inside the pockets and some on the device guide face. The breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: ees analysis engineer on-site visit with surgeon on (B)(6) 2011: discussion took place in regards to the analysis findings for this report. The analysis finding of uncut washer was explained to the surgeon and potential causes as to what could have happened. The surgeon and surgical assist explained that when they fired the device, it did not feel right and that when they removed the device, they noted staples (with some formation) but did not hold the tissue in place. They also commented that they could not fire the device plastic to plastic. They stated that the patient's tissue was very delicate due to the patient's history and they were extra careful in the procedure. The surgeon also commented that they always fire the device with the indicator at 2/3 of the way down and do not use tactile feedback when approximating the anvil. Sales rep explained to them the difference in staple height and formation when closing the gap scale, using a demo device. Surgeon understands the functionality of the device as well as the purpose of the cutaway washer. Additionally, she understands the importance of firing the device in the correct settings and ensuring the device is fully fired by conducting the firing stroke plastic to plastic.

Event description:
It was reported that during a hand assisted laparoscopic colectomy procedure, the assistant fired the device and the device did not sound right. The device was removed and the anastomosis was checked and there were leaks. The surgeon over sewed the staple line. The surgeon was not confident with the anastomosis and therefore performed an unplanned temporary ileostomy.